Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The 16fr esheath+ was returned with the liner fully expanded as designed with the tip opened but torn and score lines were visible on distal tip. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings contraindications, and the directions/conditions for the successful use of the device. The complaints for distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during the tip trimming step, patient or procedural factors such as challenging anatomy (tortuosity) or non-coaxial advancement angles may exacerbate interference between the valve and distal tip leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported by our canada affiliate that during a transfemoral transcatheter aortic valve implantation tavi with a 29mm sapien 3 ultra resilia valve the 16f esheath+ was inserted into the patient with issue. When the 29mm commander delivery system (ds) with valve was then advanced through the sheath resistance was experienced. The surgeon tried pushing with force and the valve pushed through the sheath with a jump. The valve was deployed per normal with no noted issues. When the sheath was retracted from the patient the distal tip was damaged. The patient is in stable condition. As per evaluation of the images provided, the esheath distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.